Event description:
It was reported that on april (B)(6) during a novasure procedure, the physician had to use force to remove the device from the uterus. The sheath was deformed when removed. No patient injury was reported. No additional information is available.